Manufacturer narrative:
(B)(4).

Event description:
It was reported that while in the cath lab the pt expired after one hour of intra-aortic balloon pump (iabp) therapy. The first iab-05840-lws (serial number (B)(4)) was inserted by the doctor through the teflon sheath via left femoral without issue. When ready to connect the blue key it was observed in the box in two pieces (the fiberoptix sensor (fos) had not been zeroed during product prep). As a result, the iab was immediately removed. A second iab-05840-lws (serial number (B)(4)) was inserted by the doctor through the teflon sheath via right femoral (new insertion site) without issue and iabp therapy was initiated successfully. There were no pump strips generated or an x-ray available. There was an approximate 4 minute delay or interruption in therapy with no harm to the pt. Per the doctor there were no complications or injury. The doctor made the medical judgment/statement that the device did not cause or contribute to the patient's death.